Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be duplicated during evaluation. Alarm 113 did not appear during evaluation. The device displayed, "reboot and select proper boot device when booting up". Control panel was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed; label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 113. Per additional information updated from ttm on 05feb2026, biomed wants to send in device pulled from the floor for alert 113 reduced water temperature control. They were not sure if the issue involves heating or cooling. Per sample evaluation results on 12mar2026, the device displayed, "reboot and select proper boot device when booting up".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 113. Per additional information updated from ttm on 05feb2026, biomed wants to send in device pulled from the floor for alert 113 reduced water temperature control. They were not sure if the issue involves heating or cooling.